Manufacturer narrative:
(B)(4). Since the product code is unknown, there will not be a 510k number provided. This report was not confirmed. A batch review was not performed as lot information was unknown. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) reported to baxter after hours that he thought the cassette was bad. The technical service representative (tsr) advised the hp to check the lines. The hp stated he thought the cassette was leaking. The tsr advised the hp to cycle power to end of therapy and press enter. The tsr further assisted the hp to check the cassette. The hp confirmed the cassette was leaking. The tsr instructed the hp to start over with all new supplies. There was no report of patient injury or medical intervention.,